Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 406 mg/dl. Customer's other blood glucose value was unknown. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer was treated with manual injection. Based on customer report customer does not allege pump was under delivering. The device will not be returned for analysis.